Manufacturer narrative:
Complaint no: (B)(4). The event took place sometime between (B)(6) 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found that the tubing was disconnected from the chamber. The reported condition was verified. The assignable cause was undetermined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution set leaked from the drip chamber during priming with normal saline. There was no patient involvement. No additional information is available.